Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of the broken 4.5 mm locking compression proximal femur plate. The surgery took too long. The device was initially implanted on (B)(6) 2018 after the removal of the 130 degree titanium cannulated trochanteric fixation nail advance (tfna). The patient experienced increasing pain in her hip and leg in early 2019 and in (B)(6) 2019, an imaging study revealed that the plate had broken or otherwise failed. This report is for one (1) unk - plates: 4.5 mm lcp proximal femur plate this is report 1 of 1 for pc-(B)(4). This pc-(B)(4) captures a revision involving the removal of the locking compression proximal femur plate while pc-(B)(4) captures the initial surgery of the broken 130 degree titanium cannulated trochanteric fixation nail advance (tfna).